Event description:
Information received a smiths medical  silicone - bivona tubes neo/ped flextend  incident of emergent trach change was needed due to the flange tearing. This would be risk for loss of airway control. Flange on side hold device in place.

Manufacturer narrative:
Two bivona neo/ped flextend plus tracheostomy tubes were returned for analysis in used condition. Upon visual inspection, both units were observed to be used and multiple splits to the neck straps. The manufacturing process, training, and assembly process were all reviewed. Thirty-tow units were taken from the inventory floor to look at molding issues; no discrepancies found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.